Event description:
The hex head of the screw was deformed during tightening for the distal part in the humeral nail. The doctor removed the screw by the removal instrument and used another product to complete the case. The surgery was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.